Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 05/09/2017. The device has been returned and evaluated by product analysis on 04/24/2017 with the following findings: a review of the pump history indicated that ¿replace battery¿ alarms had occurred. The pump powered on and during the rewind step, emitted a ¿replace battery alarm¿. The pump was opened, revealing moisture on the printed circuit board. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.